Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device was taking a graft too thin on setting #12. Reprocessed and tried again on setting #14 and the graft was still too thin. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned an air dermatome device, serial (B)(4), for evaluation. The customer also returned a hose screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device was very noisy when connected to air and the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring were replaced. This is not a related issue. The previous repair report for the air dermatome, serial (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome at zimmer biomet (B)(4) on july 27 2016 revealed all 4 width plates were worn. Initial qa inspection of the air dermatome on august 16, 2016 at zimmer biomet surgical revealed it did not appear to have any cosmetic damage to the head and neck of the hand piece. The thickness lever was secured as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, ID 7221, was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications at 4933 rpm. The device was tested with the customer¿s hose and operated within motor speed specifications at 4906 rpm. The customer hose, screwdriver, and width plates did not exhibit any damage or wear that would implicate the device not operating as intended. Repair of the air dermatome was not performed by zimmer biomet surgical since the device was scrapped. The reported event was not confirmed since the device functioned as intended during initial inspection. The reported event was not confirmed since the device functioned as intended during initial inspection; hence, a root cause cannot be determined. There were no other issues with the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the graft taken too thin on setting #12. It was reprocessed and tried again on setting #14 and it was still too thin. No adverse consequences have been reported as a result of this malfunction.